Event description:
It was reported that guidewire tip detachment occurred. The patient underwent fistulogram procedure. A 200cm v-18 control wire was used. However, during removal, a small piece of the tip of the guidewire came off and was left in the soft tissue outside of arteriovenous fistula in the left arm above the elbow. The tip of the guidewire was removed without difficulty using a snare and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and visual and microscopic inspection was observed that the polymer jacket was peeled off and detached at distal tip section.

Event description:
It was reported that guidewire tip detachment occurred. The patient underwent fistulogram procedure. A 200cm v-18 control wire was used. However, during removal, a small piece of the tip of the guidewire came off and was left in the soft tissue outside of arteriovenous fistula in the left arm above the elbow. The tip of the guidewire was removed without difficulty using a snare and the procedure was completed. There were no patient complications reported.